Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was unknown. Troubleshooting was done. Customer also reported that the insulin pump had a crack and got exposed to MRI at the airport. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.